Event description:
(B)(6) had cold-like symptoms, so we used binaxnow antigen test. Had faint positive, so went to urgent care for follow-up testing on the same day. At urgent care, he was negative for covid-19 through both - poct covid-19 rapid screening (rdpd gene - isothermal nucleic acid amplification to detect sars-cov-2 rdrp nucleic acid segment, and - sars-cov2 qualitative pcr. Poct test (test 2): poct covid-19 rapid screening (rdpd gene - isothermal nucleic acid amplification to detect sars-cov-2 rdrp nucleic acid segment. Note we have the packaging but not the test used for the binax now covid test. FDA safety report ID# (B)(4).